Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen became frozen at the initializing device manager stage. The customer performed a hard reboot; however, the issue occurred prior to this action. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen frozen on initializing device manager stage. The field service engineer (fse) responded to the unit being stuck on the loading screen despite multiple reboots. Disconnecting the refrigerator restored the unit online after rebooted, though the refrigerator remained off the bus and will be serviced separately. The drawer and cubie issues were recovered, minor debris removed from cubie and drawers tested. The fse reconfigured the offline label printer and replaced a worn keyboard cover. The system functioned as intended after the field service engineer (fse) repaired the device.